Manufacturer narrative:
The reported issue was confirmed. The root cause of the reported issue was a failed chiller unit. The chiller was found to have failed and intermittently switch on and off. The chiller unit was replaced. A DHR is not required as this is event not an out-of-box failure and therefore is not manufacturing related. The reported issue was confirmed through other elements of the investigation to not be labeling or packaging related. Correction: d, f, h. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the arctic sun device did not work at the temperature that it was set to work. Per review of wo on 04jan2024, device was used on patient and no patient injury reported. Per follow up information received via mail on 24jan2024, device has a broken chiller, so it needs to be repaired at crawley. Device still needs repairs. Patient completed therapy on a different device. No patient impact reported.

Event description:
It was reported that the arctic sun device did not work at the temperature that it was set to work. Per review of wo on 04jan2024, device was used on patient and no patient injury reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.